Event description:
It was reported "switched off spontaneously and couldn't be switched on again. Helium leak (pneumatic control system assy failed). No image on the screen (control/display head assy failed)". The pump was swapped to continue therapy. The patient's current condition is reported as "unknown". Please see associated MDR#: 3010532612-2025-00842.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "switched off spontaneously and couldn't be switched on again. Helium leak (pneumatic control system assy failed). No image on the screen (control/display head assy failed)". The pump was swapped to continue therapy. The patient's current condition is reported as "unknown". Please see associated MDR#: 3010532612-2025-00842.

Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.